Manufacturer narrative:
The reported event of inappropriate therapy was confirmed via the egms, however the device was behaving according to device programming. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-13093. It was reported that the patient experienced inappropriate shock during an episode of atrial tachycardia in 2018. The right atrial lead was deactivated. On (B)(6) 2020, the right atrial lead and implantable cardioverter defibrillator were explanted and replaced. The patient was discharged post procedure.